Event description:
A pt reported blood glucose results of 600 (hi), 198 and 190 mg/dl with a lifescan meter, performed within 10 (not given on the notes, is an assumption) minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.